Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge alarm 06 and an an altitude alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. As well as, the insulin gauge was inaccurate. Customers blood glucose level was 300 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.